Event description:
Dräger received an ufr with the following description: "the anesthesia machine suddenly triggered an alarm and ceased operation. The anesthesia machine screen displayed: "ventilator malfunction - controlled ventilation malfunction". Switching to man/spon mode still failed to restore functionality. Anesthesia machine control panel was inoperable." As per report, the users were performing manual ventilation with a resuscitation bag, it was confirmed that no health consequences for the patient have occurred.

Manufacturer narrative:
The hospital provided the log file to dräger for evaluation as well as a video taken during the course of event. The entries in the log confirm that the supervisor software has forced a shutdown of automatic ventilation during the concerned procedure due to an encoder check error. The device is equipped with a piston ventilator for performing automatic ventilation, the piston hub is a measure for the tidal volume applied to the patient. The actual piston position is being monitored continuously and compared to the one that is calculated by the software. If a deviation between expected and measured piston position is being detected that exceeds one of the defined thresholds, the device is designed to shut down automatic ventilation to protect the patient from potentially hazardous output and/or to prevent from serious damages to the ventilator unit. As confirmed for the particular case, a corresponding alarm alerts the user about the shut-down. The device facilitates an integrated manual breathing bag which can be used for patient support even when the device is completely switched off, monitoring functionalities remain unaffected from a failure of automatic ventilation. Other than reported by the user, the video file demonstrates that the automatic switchover to manual ventilation has worked and that interaction with the device was possible - the user has shut down the anaesthesia workstation per standard procedure instead of using the workstation for further patient support. The exact root cause for the encoder check error cannot be determined by dräger since the hospital did not place a service dispatch so far. It can thus only be recommended to replace the ventilator unit. This shall be done by authorized personnel using original dräger spare parts. Dräger finally concludes that the device behaved as specified for the particular error condition. The IFU describes in detail all alarms, potential root causes and dedicated remedies.